Event description:
It was reported the output connector is broken, and the case is cracked. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event, the upper case, lower case and output connector were broken. It was also noted that the battery drawer and battery drawer end cap were contaminated, the two side bail covers were broken and the interconnect flex was out of specification.